Event description:
Reporter indicated a vns pt had high lead impedance readings at an office visit and was having increased seizures above pre-vns baseline levels. The reporter was informed by the MFR to disable the vns due to the high lead impedance. The seizure increase is due to the high lead impedance per the reporter. The pt has a history of falls. Vns revision surgery is planned.

Manufacturer narrative:
Device malfunction is suspected.